Manufacturer narrative:
(B)(4).

Event description:
The catheter was confirmed to be disconnected from the pump. A revision was recommended. They were undecided at the time of the report whether they would continue therapy or not. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.